Manufacturer narrative:
Through the course of the investigation, a product non-conformance was not identified. Additionally, it was noted that the reported false positive result was caused by a technical error during the manual sample prep of the aliquot into the secondary tube by the technician. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) alleged discrepant sars-cov-2 results for a patient when tested with the cobas 6800/8800 sars-cov-2 test. On (B)(6) 2021, a patient generated a positive sars-cov-2 result, which was sent to their physician. The physician requested a retest with a different sample collection, which was negative when tested on (B)(6) 2021. The original sample, which was frozen, was also used for variant testing (virsnp), and was noted to generate an invalid result. The samples were collected in physiological saline and pre-treated with an unspecified lysis buffer before being placed on the cobas 6800/8800 instrument. Per the instructions for use, specimens collected 0.9% physiological saline must be transferred into a cobas omni secondary tube prior to processing on the cobas® 6800/8800 system; no pre-treatment is required. No harm or injury was indicated.